Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to oversensing noise. Data was analyzed and boston scientific technical services observed both untreated and treated episodes showed presence of the sense b node issue. Additionally, low amplitude was noted. Technical services recommended troubleshooting options such as trying to reproduce the noise issue, consider programming secondary vector, assess the quality of the signal, and perform close follow-up in the upcoming weeks. Additional information was provided, the physician performed all the troubleshooting testing and no artefacts were observed. The device was reprogrammed to secondary vector. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to oversensing noise. Data was analyzed and boston scientific technical services observed both untreated and treated episodes showed presence of the sense b node issue. Additionally, low amplitude was noted. Technical services recommended troubleshooting options such as trying to reproduce the noise issue, consider programming secondary vector, assess the quality of the signal, and perform close follow-up in the upcoming weeks. No additional adverse patient effects were reported. This device and electrode remain in-service.